Event description:
It was reported that a flo-gard intravenous solution administration set leaked during priming. It was noted that there was a crack on the tubing. The device was primed with normal saline. A bag of cyclophosphamide was connected to the set and hung on the drip stand; however, the cyclophosphamide infusion had not started. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.